Event description:
A malfunction on the pump was reported after the device ran out of battery and a malfunction code appeared upon plugging it back in. The issue caused the customer's blood glucose level to exceed normal thresholds, displaying a "high" reading, but no specific actions were taken by the customer to address this. Technical support provided guidance on resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to report any future malfunction codes.